Event description:
Center manager (cm) reports three incidents of air in the fibers leading to clotting in the fibers of exeltra 150 dialyzers. This occurred at the onset of treatment and was accompanied by air detection and high venous pressure alarms. Treatments were stopped and blood was not returned to the pts. Estimated blood loss is 250cc per incident. Treatments were restarted with a different baxter dialyzer and completed without further incident. Cm reports that there were no pt injuries or medical interventions associated with these incidents.